Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint. -patient revised for pain and anteverted cup. Surgery was extended because we were unable to break the morse taper between the liner and the cup with traditional vibration techniques. Doi (B)(6) 2007; dor (B)(6) 2011 (left hip). **update: (B)(4) 2013 - litigation papers received. Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping and locking of the hip, metallosis, fluid build-up, infection and difficulty ambulating. All products are now being reported to address the alleged infection.

Manufacturer narrative:
Additional narrative: the devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes ba5kk1000, 2434051, bw7eg1000, and xb4g31127. A search of the complaint database finds additional reported incidents against lot code 2217301 since its release for distribution; however, a previous review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges pseudotumor and metal wear. Added account name, lawyer, law firm, UDI of cup, liner, head, stem and screw. Also added expiration date of liner and head, manufacturing date of screw in impacted product. Doi: (B)(6) 2007; dor: (B)(6) 2011; right hip.